Event description:
It was reported that during a stenting procedure, migration, mal-positioning and vessel dissection occurred. The lesion being treated was located in the right coronary artery (rca). This was a very complex pci procedure, with the objective of achieving a reconstruction in this post-CABG patient who had degenerative disease to a vein graft supplying the rca. The decision was to attempt to re-vascularize the native vessel. Engagement of the vessel was difficult. Two catheters were attempted without success. An al.75 guide catheter was engaged in the vessel. The vessel was wired and multiple balloon inflations were performed with a 1.5mm and a 2.0mm pre-dilatation balloon. A 2.25x32mm and two 3.00x38mm promus element stents were then serially deployed to the vessel, from beyond crux in pda to the ostium of vessel. The second 3.00x38mm promus element stent was deployed up to ostium of rca. Multiple post-dilatations were performed along the stented segment of the vessel. Then a 2.25x16 promus element was deployed successfully distal to the 2.25x32mm stent to improve flow. Clinicians then prepared to ivus the stented area of vessel, when they noticed something unusual at the proximal edge of the proximal 3.00x38mm stent. On closer inspection of the angiogram from various positions, the proximal edge of the promus element stent appeared to have "2 black dots" right on its edge. The proximal portion of the 3.00x38mm stent had migrated approximately 4mm into the vessel, causing two very opaque appearances akin to dots on angiogram. Clinicians decided to implant a 3.50x12 promus element stent from ostium rca down to and overlapping the stented segment were the longitudinal compression was apparent, and then post-dilated further to ensure optimal apposition. Clinician accepted that the guide catheter engagement before stenting had already caused a dissection in proximal section of rca, as co-axial engagement proved extremely difficult in this case. No patient complications were reported and patient status was reported as stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).